Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error was present in the pump trace download and pump error alarmed during selftest due to broken trace on keypad assembly. Unable to verify audio/absence of alarm due to pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed multiple hardware low level failures during self-test and fill cannula was not recorded in the daily history. The customer¿s blood glucose during the incident was 4.2 mmol/l. The device will be returned for analysis.